Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump randomly lost prime for the second time in a few days. The reporter indicated that the pump was able to be disconnected and primed appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.